Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis validated low voltage fault and confirmed that the device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate and should no longer be relied upon to determine the depletion status of the device. Device replacement or reassessment was recommended. To date, the device remains in service. No adverse patient effects were reported. Additional information from the field representative was obtained which indicated that a premature battery depletion (pbd) was noted. Furthermore, no replacement procedure has been scheduled or performed. Additional information indicated that the device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis validated low voltage fault and confirmed that the device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate and should no longer be relied upon to determine the depletion status of the device. Device replacement or reassessment was recommended. To date, the device remains in service. No adverse patient effects were reported. Additional information from the field representative was obtained which indicated that a premature battery depletion (pbd) was noted. Furthermore, no replacement procedure has been scheduled or performed. To date, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis validated low voltage fault and confirmed that the device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate and should no longer be relied upon to determine the depletion status of the device. Device replacement or reassessment was recommended. To date, the device remains in service. No adverse patient effects were reported. Additional information from the field representative was obtained which indicated that a premature battery depletion (pbd) was noted. Furthermore, no replacement procedure has been scheduled or performed. Additional information indicated that the device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis validated low voltage fault and confirmed that the device hardware was not detecting the loss of battery energy. Because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate and should no longer be relied upon to determine the depletion status of the device. Device replacement or reassessment was recommended. To date, the device remains in service. No adverse patient effects were reported.